Manufacturer narrative:
The replaced affected parts have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) or if additional information is received. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 1 appears when the da vinci safety system determines that a power supply voltage was out of range. Upon determining this condition the safety system puts da vinci si in a non-recoverable safe state. This complaint is being reported due to the da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the site experienced a non-recoverable fault. The site removed the installed instruments and power cycled the system; however, after powering the system up, the issue recurred. The site contacted intuitive surgical, inc. (Isi) for technical support assistance. Review of the site's system log by the isi technical support engineer (tse) found that system error code 1 occurred. The tse instructed the site to site to power cycle the system, the circuit breaker on the surgeon side cart (ssc), and exercise the right master tool manipulator (mtmr) on the patient side cart (psm); however, the issue persisted. The site made the decision to complete the planned surgical procedure using their replacement ssc. No patient harm, adverse outcome or patient injury occurred due to the reported non-recoverable system fault. The investigation conducted by the isi technical field specialist (tfs) determined that the reported non-recoverable system error code 1 experienced by the site was associated with the right mtm and the associated remote arm controller (rac). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and on to his right (mtmr). The rac consists of five printed circuit assembly (pca) boards which operate together to provide control of the system arms. The tfs replaced the mtmr and the rac to resolve the reported system issue.

Manufacturer narrative:
The right master tool manipulator (mtmr) and remote arm controller (rac) were returned to intuitive surgical, inc.(isi) for failure analysis investigations. Failure analysis of the returned affected parts was unable to reproduce the reported non-recoverable system error code 1 experienced by the site. Both the mtmr and the rac passed in-house functional testing with no issues noted.